Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insulation damage was noted on x-ray. No change in electrical parameters. The lead was capped and replaced. The patient was fine after the event.